Event description:
Patient had to be readmitted to hospital after coming to doctors office for post op follow up appointment. Patient was draining abnormal hematoma for incision site, doctor added patient on to surgery schedule to do a incision and drainage procedure to remove hematoma, cultures cell differential were all negative for acute inflammation, doctor removed poly and femoral head and replaced with new ones, during the trailing process the doctor opted to use a 10 degree lipped liner instead of neutral poly for enhanced stability.

Manufacturer narrative:
The v40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# mmk8a1 was also revised and listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had to be readmitted to hospital after coming to doctors office for post op follow up appointment. Patient was draining abnormal hematoma for incision site, doctor added patient on to surgery schedule to do an incision and drainage procedure to remove hematoma, cultures cell differential were all negative for acute inflammation, doctor removed poly and femoral head and replaced with new ones, during the trailing process the doctor opted to use a 10 degree lipped liner instead of neutral poly for enhanced stability.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.